Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient developed coronary artery stenosis requiring treatment. In (B)(6) 2008, the index procedure treated a 3.2x30mm 75% stenosis of the distal lcx (left circumflex) with a 3.0x32mm taxus express2 stent. The proximal right coronary artery was also treated with a 3.0x24mm and 3.5x24mm taxus express2 stents. In (B)(6) 2011, the patient presented with coronary artery stenosis. A 3.5x28mm 75% stenosis of the proximal lcx was identified and treated with balloon angioplasty and placement of a non-bsc stent. The patient was reported to be recovered.

Manufacturer narrative:
Additional information: describe event or problem. Correction: describe event or problem. (B)(4).

Event description:
Additional information received indicated the correct index procedure lesion was the mid lad (left anterior descending), not the distal lcx as previously reported. The event was corrected to coronary restenosis of the lmca (left main coronary artery). Post reintervention, there was 0% residual stenosis.